Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The reported issue was related to pressure transducer test failure during pre-use check. Identification of issue has been done by analyzing problem description. Service report and device logs were not available for further analysis. According to the information provided by the field service engineer (fse), the issue has been solved by replacing both pressure transducer printed circuit boards (pcb). No parts were returned for further analysis. The root cause for the reported problem could not be determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. Previous manufacture date: 05/15/2018. Corrected manufacture date: 04/04/2011.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).